Manufacturer narrative:
The service engineer (se) inspected the device and updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the ht70 ventilator stopped running. Patient was transferred to an alternate ventilator with no harm reported.